Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.